Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample and the ink on the extension leg was observed to be worn and faded. What appeared to be a small indentation in the catheter was observed approximately 8 cm distal to the strain relief. Some tensile weakness was observed in the catheter near the 58 cm depth marker. A microscopic observation revealed two small splits opposite from each other as well as two locations on the catheter surface that exhibited abrasive damage, just distal to the splits and also opposite each other. Striations were observed on the fracture surfaces of the two splits with some sections that were observed to be somewhat granular in texture. A small indentation in the catheter material was also observed between the two splits. The size, location, and texture of the splits observed in the catheter are evidence of mechanical damage caused by manipulation of the catheter with sharp/metallic instruments. A lot history review (lhr) of rebq0593 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient attended for bloods test and line flush. When flushed it was apparent that saline was leaking out of the line entry site on the upper left arm. Line was removed and showed a small hole at the 47.5cm mark, approximately 1cm inside the patients arm. No injury apparent.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq0593 showed no other similar product complaint(s) from this lot number. Device not returned at this time.

Event description:
It was reported the patient attended for bloods test and line flush. When flushed it was apparent that saline was leaking out of the line entry site on the upper left arm. Line was removed and showed a small hole at the 47.5cm mark, approximately 1cm inside the patients arm. No injury apparent.